Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2024, all hardware was removed and replaced in a revision surgery on (B)(6) 2024 due to non-union at the tmt. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined based on the available information. However, additional information indicates that the surgeon believes that after the original compression with the speedplate, there may have been disruption of that compression site due to the use of an m1-c2 lag screw and changing the compression which may have contributed to what the patient experienced. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery were reported in 3011623994-2024-00179, 3011623994-2024-00180.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2024, all hardware was removed and replaced in a revision surgery on (B)(6) 2024 due to non-union at the tmt. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.